Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating and smoking. The procedure was completed successfully without a clinically significant delay, and no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The failure for heat and smoke was confirmed through functional testing, disassembly, and visual inspection. The flex assembly was damaged.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating and smoking. The procedure was completed successfully without a clinically significant delay, and no medical intervention and no adverse consequences were reported.